Event description:
It was reported that during pre-surgery testing, it was observed that the battery handpiece device was making clicking noises but did not do anything. According to the report, the user attempted to use multiple battery devices and the same issue was observed. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported was duplicated and confirmed. It was further observed that the forward trigger was sticking on the device. The assignable root cause was determined to be due to normal component wear from repeated use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.